Event description:
I received the four free test kit boxes as requested, but one of the kits was missing one test cassette. Since, in effect I could only use three of the kits I'd like to request a replacement kit.